Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3086, UDI:(B)(4), serial:(B)(6), batch: a000156219 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a trial implant on (B)(6) 2024 the system had low impedances and was able to be reprogrammed for good coverage. Patient returned with major headache and nausea. As such the system was explanted on the same day.